Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: finding/root cause: the device was received for evaluation. Visual inspection of the device showed that the pigtail cable was damaged, and the fan filter and inlet foam filter were missing. The device was powered off and connected to a known good ac power source and circuit lung. The charge status led indicator was red, and the external power led indicator was green. Upon restarting the device in normal mode, customer settings was recorded. The device ran for 51.5 hours, without any issues or faults. The reported complaint was confirmed through event trace review; however, it was not duplicated during investigation and testing, so root cause is unknown. The device was found to be functioning as designed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vent was on a patient and suddenly stopped working / shut off completely. The battery was fully charged. There was no patient harm reported, as staff was near the patient's bedside during incident.